Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Implant date: (B)(6) 2019. Device available for evaluation: rotating hinge knee femoral, rhk articular surface, rhk unknown tibia. Foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02052.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 2 years post implantation due to dislocation and instability. It was stated that x-ray showed failure of the prosthesis coupling. Additional information on the reported event is unavailable.